Manufacturer narrative:
D4 unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scheduled report was failed and emails would not send. A technical support specialist (tss) dialed into the application server, confirmed the report composer was unconfigured, configured smtp settings with customer provided details, and the issue was resolved. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user setup a new scheduled report, but it failed and email notifications were not being sent. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.